Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) was over 400 mg/dl at the time tandem customer technical support was contacted and a bolus of insulin via insulin injections were used to address the bg level. During troubleshooting using the current supplies on the pump, the customer noted air bubbles at the luer lock. The cause of the past occlusions was unable to be determined.